Event description:
It was reported that the patient experienced an increase in seizures around this time last year and that increasing the patient's settings helped to decrease the patient's seizure frequency. Attempts to obtain additional information have been unsuccessful to date.